Event description:
It was reported that the pump replacement was recommended due to occlusion alarms after escalated troubleshooting. There was no reported impact to the customer¿s blood glucose level. Technical support approved the replacement, and actions were taken to replace the pump. Reportedly, the customer was using lyumjev brand insulin, which is considered off label insulin.